Manufacturer narrative:
(B)(4). Date sent 9/22/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch #a9704n. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was returned fully deployed. The bag was not returned for analysis. In addition, the packaging opened was returned along with the instrument. Upon evaluation, the suture was torn. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch a9704n number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2025. Additional information was requested, and the following was obtained: was the device damaged before opening the package? No. Device cord broke before contact with the patient. Has the device pouch separated from the metal rim? No.

Manufacturer narrative:
(B)(4). Date sent 8/18/2025. D4 batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device damaged before opening the packaging? Did the device bag separated from the metal rim? If other, please specify: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a prostatectomy, the device cord broke before contact with the patient, new unit opening required. No patient involvement.